Event description:
It was reported by the patient's legal counsel that the patient received a tka due to osteoarthritis on (B)(6) 2005. On (B)(6) 2008, that patient was revised due to aspeptic loosening of the non-zimmer tmt femoral component. The tm patella and tm monoblock tibia were revised during this procedure.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.